Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. The rv lead also exhibited multiple short v-v intervals. A fracture on the rv lead was confirmed. The rv lead was reprogrammed and then partially explanted/replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation was ruptured. The analyst noted there was only found the outer insulation breach in-vivo/ruptured, but no conductor fracture was observed on proximal portion which was received. If information is provided in the future, a supplemental report will be issued.